Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and a drain was used. The reservoir stopped to suction. The tube was replaced and after that, it worked properly. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
It was reported that the drain tube clogged up. Conclusion: the actual device involved in this event was returned for evaluation. Upon evaluation, the drain was intact, no damages were observed on its surface. During the functional test, the drain was attached to a reservoir and immersed the drain's end into a bowl of water. The drain functioned properly, draining the water. The received drain was found to be fully functional.